Event description:
Pt had 7cm defect in skull filled with bonesource, a total of 35gms. Later pt presented with massive swelling. Fluid tested, no csf, no bacteria present, but b/s breaking down and coming out in particles. Pt must have area drained each week.